Event description:
Md was placing the temporary dialysis catheter. During the procedure, the needle detached from the needle hub. The plastic part fell apart from the metal part of the needle. Needle was removed intact. No injury or additional intervention was required to patient.